Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2014 with the following findings: no evidence of short battery life was observed in the pump's black box. The pump's current draws were within specifications. There was no evidence of moisture or loose components inside the pump. Unrelated to the initial allegation, the display screen was found to be dim and discolored. Additionally there was a crack in the battery compartment observed below the grip. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that frequent low or replace battery alarms had been occurring more frequently than expected from multiple batteries and packs and denied damage to the battery compartment or cap or moisture and corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.